Event description:
It was reported that there was multiple inaccuracies with multiple sensors between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Customer was only able to recall the cgm and bg meter reading for one of the inaccuracies. Reportedly, the cgm reading was 166 mg/dl, and the bg meter was 82 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 166 mg/dl, and the meter bg reading was 82 mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.